Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was verified and attributed to the surepower ii battery. The surepower ii battery was replaced to remedy the report. The device was returned to service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement at the time of the reported malfunction.